Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported on 02-may-2026 that the patient's infusion set cannula was bent, leading to high blood glucose level. Patient reported symptoms like tired and thirsty. Patient experienced high blood glucose level to 471 mg/dl.